Event description:
It was reported by the patient that insulin delivery stopped without any apparent cause. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting and no additional follow-up was needed.